Event description:
Fidia received this info from sanofi-aventis, the u.s. Distributor for hyalgan (reference no. 2410673-2011-00008). Initial info was received from a consumer on (B)(6) 2011: a (B)(6) female consumer received her first set of injection of sodium hyaluronate (hyalgan) (lot #, expiration date unk) in the left knee in (B)(6) 2011. She received sodium hyaluronate for knee problems including arthritis and cartilage and a minor meniscus tear. When the physician did the first injection, she stated that she was ok. After the second injection the next week, she was in pain. The injection was really painful. The next week, she went for a third injection. The third one was very painful as well. Her knee was also swollen. She went to the emergency room and they had to drain out the fluid. They thought that she had an infection and they ran some tests but everything came back normal. They drained all the fluid from her left knee for testing and it came back normal. She reported that her knee was swollen and painful and she could not walk. At the time of the report the events were ongoing. She requested a refund. No further relevant info was provided.

Manufacturer narrative:
This case is confounded by the underlying knee problems including arthritis, cartridge and meniscus tear. Further investigation is needed (e.g. Diagnostic results such as MRI) regarding the cause of knee swelling. It is noteworthy that no infection was substantiated per analysis of fluid aspirated from the knee.